Manufacturer narrative:
No further issues were reported since the service visit. The investigation determined that the root cause was hardware-related and that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results with two patient samples tested on a cobas 8000 ise 1800 module. Sample 1: the initial result was 124 mmol/l. The repeat result was 132 mmol/l. The repeat result on the second analyzer was 130 mmol/l. Sample 2: the initial result was 130 mmol/l. The repeat result was 136 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The electrode lot number was requested but not provided. The field service engineer (fse) found that the mixing vessel and dilution nozzles were dirty. The fse cleaned the mixing vessel and nozzles and ran ise checks, precision, calibration, and qc and all were successful. The investigation is ongoing.